Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patients lead had bad impedances due to the hub of the splitter. The patient underwent a replacement procedure wherein the leads, splitter and ipg were replaced and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed and revealed no anomalies. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint of high impedance was confirmed. The complaint was confirmed. Thirteen cables were open due to lead fractures on the lead body at the bent/kinked location of the lead. The fracture location is 1 cm from the clik anchor set screw mark. The lead body gets kinked at the edge of the clik anchor causing cable fractures and high impedance readings. Additionally, the lead body was kinked near the retention sleeve, and cables were exposed. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the complaint of high impedance was confirmed. All the cables were open due to lead fractures on the lead body at the bent/kinked location of the lead. The fracture location is 1 cm from the clik anchor set screw mark. The lead body gets kinked at the edge of the clik anchor causing cable fractures and high impedance readings. Additionally, the lead body was kinked near the retention sleeve, and cables were exposed. Also, the splitter setscrew was locked down on contact 16 in the proximal array resulting contact to contact mis-registration and high impedance readings.

Event description:
A report was received that the patients lead had bad impedances due to the hub of the splitter. The patient underwent a replacement procedure wherein the leads, splitter and ipg were replaced and was doing well postoperatively.